Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's pressure had been adjusted, and they were in a good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2018 due to hydrocephalus. In mid-(B)(6), the patient began experiencing headaches. The patient went to the hospital on (B)(6) to adjust the device from 0.5 to 2.5. At the time of the report, the patient did not have any discomfort. Additional information received reported that in the early post-operative period, the patient visited the implantation hospital twice for re-examination, and the pressure was found to change automatically from 2.5 to 0.5 in the first round and from 2.5 to 2.0 in the second round. Around the beginning of (B)(6) 2019, the patient developed headache symptoms again. When the patient went to the hospital for pressure measurement, the pressure changed to 1.5 automatically, and the doctor helped to adjust the pressure from 1.5 to 2.0. About (B)(6) 2019, the patient began to have headache symptoms again, and they consulted with the director of surgery. It was suspected that the pressure changed automatically again which might be related to exposure to a strong magnetic field on the way between (B)(4). At present, the pressure needed to be adjusted to 2.0 as soon as possible. It was also noted that excessive stress caused the headaches.